Event description:
A device report from synthes (B)(6) indicated a hospital in (B)(6) reported: pulling the sternal zip fix through the intercostal space, according to the technique guide, the nail of the implant became unusable. This is 1 of 2 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. The investigation is ongoing.

Manufacturer narrative:
The results of the additional evaluation are as follows: the review of material and manufacturing documents has shown that the present two zipfix devices meet all the requirements and fully comply with the ao / asif specifications. An exact cause of the damage could not be determined because the offending implant was disposed of the hospital, and therefore no final assessment can be made. The complaint condition is likely the result of points of increased tensions.